Event description:
The following information was reported: the doctor reported that the sealant was shuttled down properly to a hard stop, the sheath was then retracted, the sealant was sitting on the skin fully exposed beside the distal end of the tamp tube. Manual compression was applied for <30 minutes. The patient was not hospitalized. Physician's opinion: mynx did not properly deploy, proper steps performed but sealant was not delivered properly. Procedure type: diagnostic peripheral stick location: common femoral.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was pulled back against the proximal end of the shuttle. The advancer tube was flushed with the balloon and engaged with the distal tamp lock. The sealant was separated from the device and blood was found on the outside surface of the sealant. The catheter, advancer tube, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment, no anomalies were observed. Based on the information provided and the investigation performed, the root cause for the reported event could not be conclusively determined. Sealant may expose above the skin after the device deployment if the patient's vessel depth is shallow, however, this has not been identified as a contributing factor to the reported event. The review of the lhr (lot f1416705) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).